Manufacturer narrative:
Device is a combination product. A2: age at time of event: above 18 years and older. Initial reporter city: (B)(6). Device evaluated by MFR.: promus premier ous mr 28 x 2.50 mm stent delivery system was returned for analysis. The device was returned with the stent dislodged form the balloon body but not expanded. However, damage on its entire length was noted. A review of the manufacturing stent profile data was performed and the stent od at the time of manufacture was within max crimped stent profile measurement. The balloon cones were reviewed, and signs of positive pressure were noted. Crimp markings were visible on the exposed balloon profile. A visual and microscopic examination of the bumper tip showed signs of distal tip damage. A visual and tactile examination of the hypotube found multiple kinks along the length of the hypotube shaft. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
It was reported that stent dislodgement occurred a 28 x 2.50mm promus premier drug-eluting stent was selected for use. However, it was noted that the stent was detached from the catheter. The procedure was completed with another of the same device. There were no patient complications reported and the patient's status was stable.

Manufacturer narrative:
Device is a combination product. Age at time of event: above 18 years and older. Initial reporter city: (B)(6).

Event description:
It was reported that stent dislodgement occurred a 28 x 2.50mm promus premier drug-eluting stent was selected for use. However, it was noted that the stent was detached from the catheter. The procedure was completed with another of the same device. There were no patient complications reported and the patient's status was stable.